Event description:
Pt's mother contacted in 2008 regarding tyco/kendall heparin flush 100 units / ml pre-filled syringe recall. Pt had one affected lot in the home. Mom reports using flush on pt three days earlier & pt complained of nausea on the day prior to original date. Replaced with bd brand of heparin flush pre-filled syringes. Six days after the original date: left message with mother to see if nausea has continued with new brand of bd heparin sent. No return call from mother. Dose or amount: #1 5 mls = 500 units. Frequency: 3 x weekly or prn. Route: IV. Dates of use: 2005 - 2008. Diagnosis or reason for use: implanted port-a-cath patency.